Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus could not be confirmed as the heartmate 3 lvas remains in use and no product was returned for evaluation. The account reported that the patient, who had a past history of ischemic cardiomyopathy status post heartmate 3 implant as well as a tricuspid valve repair in (B)(6) 2017, came to the clinic for a routine lvad follow-up on (B)(6) 2019. The patient had a transthoracic echocardiogram (tte) completed which showed a clot potentially at the inflow cannula. Due to these concerning findings, a CT of the heart was ordered which showed no evidence of thrombus in the inflow cannula and that the cannula was well centered. The patient¿s inr was subtherapeutic and therefore, warfarin was increased to 5 mg daily. The event reportedly resolved on (B)(6) 2019 and no further information was provided by the account. The patient remains ongoing on the heartmate 3 lvas and no further events have been reported at this time. The heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy, including inr range. This document further instructs the user to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow prior to advancing the inflow cannula and to address both as needed. The heartmate 3 lvas IFU is currently available. Section 1, ¿introduction¿, lists possible pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, lists thromboembolisms as a potential late post-implant complication. This section, under ¿anticoagulation¿, also outlines the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5, under ¿implant procedures¿, additionally warns: "inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of the device is 1 year, 10 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a transthoracic echocardiogram which showed a clot potentially at the inflow cannula. Due to the concerning findings, a CT of the heart was ordered, which showed no evidence of thrombus in the inflow cannula and the cannula well centered. Inr (international normalized ratio) was sub-therapeutic; therefore, warfarin was increased to 5mg daily. The event resolved on (B)(6) 2019.